Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer 2.1 had multiple failures. The customer tried to power cycle and recover the drawer, but the problem was not resolved.The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for (B)(6) was performed from the date of manufacture, 12-JAN-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (FSE) confirmed that the drawer 1.1 had been recovered after a full reboot. Further the FSE inspected the drawer, and all cables were reseated during troubleshooting. Wear was identified on the Pyxibus cable, and the affected areas were secured with tape to prevent further connectivity issues. After the repair, customer successfully completed inventory on the drawer, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.